Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #unknown batch #unknown it was reported by customer that it is difficult to advance, leaking around angiocath, bending on angiocath and kinking. Verbatim: difficult to advance leaking around the angiocath/extension when connection is tight-not able to distinguish exact location of leak bending on the angiocath (sometimes 180 degrees) when retracting needle angiocath kinking off.

Event description:
Material #unknown, batch #unknown. It was reported by customer that it is difficult to advance, leaking around angiocath, bending on angiocath and kinking. Verbatim: difficult to advance. Leaking around the angiocath/extension when connection is tight-not able to distinguish exact location of leak. Bending on the angiocath (sometimes 180 degrees) when retracting needle. Angiocath kinking off.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.